Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "pt had fall and noticed a size difference in the right side". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure and observed an opening assessed as surgical damage. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "pt had fall and noticed a size difference in the right side". This record is for the right side. Device has been explanted and replaced.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b, d.9., h.3., h.6.